Event description:
It was reported that anti tachycardia pacing therapy was delayed when a ventricular tachycardia was misdiagnosed as an svt. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.